Event description:
An ovation abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The three year follow-up CT imaging showed the presence of a type ia endoleak. A re-intervention was performed on (B)(6) 2015 in which a stent and coils were placed at the level of the seal zone successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on a follow-up communication received from the physician, the patient returned emergently showing the presence of a continued type ia endoleak and aaa enlargement from 6.3mm ((B)(6) 2014) to 9.6mm ((B)(6) 2017). The patient was converted to open surgical repair and the stent graft was explanted and a surgical graft was sewn into place. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored. Not available for evaluation.

Manufacturer narrative:
Remains implanted.